Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached. It is not known if the fiber cap was retrieved. The procedure was completed using a second fiber. Joules used: 55.000. Time expended:10 minutes. Gland volume: 43 ml.

Manufacturer narrative:
Failure analysis for fiber: the glass cap is detached; the glass cap was not returned; the fiber is fractured proximal to glue zone; the heat shrink tube is torn/melted; the fiber is blackened at the fracture location. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.